Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after four years, CT angiogram demonstrated large tongue of thrombus extending above the renal veins and above the filter. Therefore, the investigation is inconclusive for filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, there was a large tongue of thrombus extending above the renal veins and above the filter. It was further alleged that the filter tilted and embedded in the wall of ivc .the device has not been removed after an attempted but unsuccessful percutaneous removal procedure.the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after four years, CT angiogram demonstrated large tongue of thrombus extending above the renal veins and above the filter. Therefore, the investigation is confirmed for obstruction. However, the investigation is inconclusive for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, there was a large tongue of thrombus extending above the renal veins and above the filter. It was alleged that tilt with filter embedded in wall of the ivc; other failure modes: embedment, dvt. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.